Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured due to severe calcification. The balloon was removed, and another of same device was used to complete the procedure. No complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge 2.75mm x 15mm was returned for analysis. A visual and tactile analysis was performed. The balloon was subjected to positive pressure and was returned in a deflated state. No kinks or damages identified with the hypotube shaft. A detailed microscopic examination of the balloon material identified no issues. The bumper tip was slightly flared at the end of the tip. A microscopic examination of the distal and proximal markerbands identified no damage. Leakage analysis was performed, and the balloon was inflated to rated burst pressure of 20 atmospheres with no issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured due to severe calcification. The balloon was removed, and another of same device was used to complete the procedure. No complications were reported, and the patient condition was good post-procedure.